Event description:
A malfunction was reported with the code malf 0, but there were no notable events prior to this. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump and resumed insulin delivery.